Event description:
The tech alleged the bed had a loss of cardiopulmonary resuscitation function. No pt impact.

Manufacturer narrative:
The tech found the cardiopulmonary resuscitation cable assembly was loose. The tech adjusted the cardiopulmonary resuscitation cable to resolve the issue.